Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Insulin pump had no button error alarms noted. All buttons function properly. Insulin pump had moisture damage on keypad traces. Moisture damage noted on lcd board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the customer went into a lake while wearing it. His blood glucose level was 244 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.